Manufacturer narrative:
.

Event description:
The patient had experienced a significant increase in her spasticity and painful muscle contractions. She was already having some trouble with increased spasticity, which was attributed to her decubitus ulcers that had been improving. Despite adjustments in her baclofen dose, she continued to have spasticity control problems. A pump study was ordered. The patient had a catheter access port (cap) procedure. Prior to the cap procedure, the patient's baclofen dose was 544.9 mcg/day. After the procedure, the patient's dose was programmed to 48 mcg/day in error. At a regularly scheduled refill visit in 2008, the patient was showing signs of beginning withdrawal symptoms (increased spasticity, painful muscle contractions and appeared to have a mild hive like rash along the underside of her arms). The patient's initial symptom of spasticity had been worsening since the day of the cap procedure. The patient was not on oral baclofen for supplement. The pump was interrogated and the programming error was discovered. On physical exam, the patient's extremities appeared "rather jerky and spastic." She had chronic intrinsic contractures of both hands. With the initiation of muscle activity of upper or lower extremities, she had the onset of spasticity. She had approximately 6 beats of clonus across the left ankle and three beats of clonus across the right ankle. Her dose of baclofen was increased to 62.5 mcg/day. The patient was admitted to the hospital for medical monitoring as her baclofen dose was titrated back up. One week later, the patient had another dose increase to 267.8 mcg/day. The patient was at approximately 50% of her previous dose and it was reported that the patient did well with the brief hospitalization. The physician indicated that the drug holiday may have increased the effectiveness of the baclofen; the patient reported being less stiff. She still had approximately 5 beats of clonus at the left ankle and one best at the right ankle. She had consistent contractures in her upper extremities, mostly noted in her hands but they were not as stiff either. The patient was mildly somnolent but was easily arousable and alert and oriented. She reported being awakened at 3 o'clock in the morning and was tired. About 2 days later, the patient returned for another adjustment in baclofen and appeared to be stabilizing in the baclofen regimen. She was requiring less baclofen than she had previous to the abrupt reduction. It was indicated that the patient still had some pulling sensation at the ankles and curling of her toes primarily in the left foot. There was no clonus at the ankles. There was only some mild spasticity appreciated with velocity testing of the knee extensors. The patient was more alert and indicated that her somnolence of the previous visit was due to not sleeping well. Overall, the patient "feels better." Her baclofen was increased to 281.4 mcg/day. The patient recovered without sequela.